Event description:
A report was received that the patient was not getting much stimulation in the back. The patient underwent a revision procedure wherein the lead was repositioned. No device malfunction suspected.